Manufacturer narrative:
Summary of evaluation: due to missing info, it is not possible to give reasons for origin of damaged lag screw. Damages must have been caused by disadvantageous handling during use.

Event description:
The lag screw did not thread into the screwdriver. Another device was readily available and implanted without incident. There was no adverse consequence for the pt.